Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead had high capture threshold and a kink was visually observed at the proximal end of the lead. The rv lead was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported events were inadequate capture and kink on the proximal part of the lead. As received, a complete lead was returned in one piece. Visual inspection found the outer insulation was kinked and the outer coil was compressed at the proximal region. Electrical testing found no conductor fractures but an internal short. The cause of the kink on the proximal part of the lead and the internal short is consistent with procedural damage. No other anomalies were seen.